Event description:
Nurse supervisor reported that one of the nurses was using bd pen needle giving foreteo injection to a pt and got stuck prior to recapping pen needle. Nurse received a tetanus shot and blood test was also performed.

Manufacturer narrative:
Evaluation summary - issue: needle stick injury. Evaluation: regulatory compliance complaint lab received one (1) 31g x 8 mm sealed pen needle (lot#: 8162516) which customer claims the nurse got stuck with prior to recapping pen needle. Pen needle from the reported lot (8162516) was evaluated and revealed no point damage, was amply lubricated and met specification for 31g cannula outer diameter . Customer indicated received needle stick injury prior to recapping pen needle, IFU states "never recap". Cannot confirm complaint as a mfg defect. No further action is required.